Event description:
The pt experienced suboptimal pain control. An x-ray noted "poor circulation". The catheter was surgically revised. The pt recovered without sequela. The device system was used to deliver morphine sulfate, fentanyl, and bupivacaine.

Manufacturer narrative:
(B) (4).